Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose value not in auto mode when he was reporting a 600 mg/dl, customer that he take a finger stick and shows 595 mg/dl, the morning one that he had one and mentioned at the beginning of the call 120 mg/dl and customer stated that he was in auto mode this morning when he was at 140 mg/dl. Customer stated that had issues today, this morning customer sugar was okay high but not too high. Customer stated that since he had active insulin. The insulin pump will not be returned for analysis.